Manufacturer narrative:
Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips. No further investigation or action is warranted at this time.

Event description:
It was reported the monitor indicates faulty speaker and does not emit any sounds. The device was in use on a patient. There was no report of patient or user harm.